Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Component returned but not yet evaluated. The suspect component has returned to vyaire and is currently being evaluated. When results of investigation become available a follow up report will be submitted.

Event description:
The customer reported to vyaire that the vela ventilator experienced a blank touch screen on start up. The ventilator does boot up. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component and evaluated the component. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to a failed backlight inverter. P/n: (B)(4) is failing.